Event description:
It was reported that a patient had a decrease in right heart function.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. A direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of a decrease in right heart function could not conclusively be determined through this evaluation. No further information was able to be obtained regarding this event. The patient remained ongoing on (B)(4) until the device was ultimately explanted on (B)(6) 2021. The hmii left ventricular assist system (lvas) instructions for use list adverse events, including right heart failure, that may be associated with the use of the hmii lvas. The relevant sections of the device history records for vad-60057 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.